Event description:
The manufacturer representative (rep) reported they were getting ready to go into the or to replace the implantable neurostimulator (ins) due to normal battery depletion on the day of the report. It was noted that the patient had been getting good coverage. The rep stated that when they ran electrode impedance, all contact pairs except electrode 5 showed >10k ohms. It was noted that the patient was programmed with 5+6 and getting good coverage, with no therapy impedance. The patient was also stated to be programmed with 1+2 but 0v was programmed. No therapy impedance was done. The rep reported that the lead configuration was programmed correctly, 0-7 port. Indication for use was failed back surgery syndrome.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.